Manufacturer narrative:
An event regarding revision due to pain and instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were provided for clinical review. Additional records such as clinical records, x-ray images and confirmation of reported event are needed. Device history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical records, x-ray images and confirmation of reported event are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patients left knee due to pain and instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patients left knee due to pain and instability.